Event description:
It was reported that on 02 dec. 2024, a 29mm navitor valve was selected for implant. The length of the patients membranous septum was 4mm and their anatomical measurements were: diameter of valsalva (mm) l 37.8, r 32.7, n 36.9, height of valsalva (mm) l 24.4, r 25.5, effective orifice area (cm2) 500.4. Perimeter of annulus (mm) 81, ascending aorta diameter (mm) 33. Calcification was confirmed from the annulus to the subvalvular to lvot. During the procedure, a pre-bav was performed with an unknown balloon. During device implant, the device was recaptured three times during placement of the device due to non-uniform expansion. On the fourth recapture, the system was removed and a another bav was performed with a larger balloon. A new valve and delivery system were used and the valve was able to be implanted at a depth of 5mm ncc and 9mm lcc. There was no delay or adverse patient effects and the patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. The device was returned for analysis. Based on all available information, the reported valve underexpansion appears to be related to patient anatomy (excess calcium at aortic cusp). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. The length of the patients membranous septum was 4mm and their anatomical measurements were: diameter of valsalva (mm) l 37.8, r 32.7, n 36.9, height of valsalva (mm) l 24.4, r 25.5, effective orifice area (cm2) 500.4. Perimeter of annulus (mm) 81, ascending aorta diameter (mm) 33. Calcification was confirmed from the annulus to the subvalvular to lvot. During the procedure, a pre-bav was performed with an unknown balloon. During device implant, the device was recaptured three times during placement of the device due to non-uniform expansion. On the fourth recapture, the system was removed and a another bav was performed with a larger balloon. A new valve and delivery system were used and the valve was able to be implanted at a depth of 5mm ncc and 9mm lcc. There was no delay or adverse patient effects and the patient is stable.